Manufacturer narrative:
The test strips were requested for investigation, however, there are no test strips remaining to return. No product is expected for return. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 08:41 was 56 mg/dl. The result from the meter at 08:45 was 180 mg/dl. There was no harm to the patient and no treatment was provided based on the questionable result.